Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead¿s threshold began elevating one year post initial implant. It was noted that acautery burn just proximal to the suture sleeve was result of the lead explant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the proximal conductor of the lead became extrinsically distorted due to melting, the outer insulation of the lead was extrinsically breached due to melting, the outer insulation of the lead was observed to have blood ingression, and visual summary indicated apparent explant damage. It was also noted that electrical test results were passed, electrically and visually using destructive analysis; no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.